Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks assessed as to surgical impact opening, and non-penetrating nicks. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.3. H.3., h.6.

Event description:
Additionally, healthcare professional reported "pain." Device has been explanted.